Event description:
The customer reported during a zygomatic fracture surgery three screws were unable to be inserted fully. The surgeon attempted to fix the screws by pressing the screw heads with the heat pen. The screws remain in the patient and there are no plans for a revision surgery.

Manufacturer narrative:
The screws remain implanted, therefore no product is available for evaluation. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.